Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that the base handle was resized due to the handle being closed without 6in transitional installed and deformed hole. The unit's 6in transitional member has worn teeth and was missing the buttonhead screw in the left bracket which allows some movement in the base unit. The shock cushion, 1/4in pin and adjustment wrench are worn. To resolve the issue, all worn components will be replaced to restore functionality and general maintenance and cleaning will be performed. Root cause - the complaint is confirmed via inspection of the unit, and the probable root cause is mishandling of the unit caused by the missing buttonhead screw to lock in the left bracket, and improper assembly by the customer as the base handle was closed without the 6-inch transitional being inserted causing the handle opening to become misshaped. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 3 of 4 reports linked to mfg report numbers: 3004608878-2025-00220 3004608878-2025-00224 3004608878-2025-00225. The mayfield ultra base unit (a2101) was being used for a posterior cervical procedure, and the facility's surgeon reported that he thought he felt a slip when he drilled. The patient was unharmed, and there was no surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.